Manufacturer narrative:
Continued d4 - catalog # : 15 397. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason for reoperation is: capsular contracture, baker grade iii.

Event description:
Healthcare provider reported via nbir a left side capsular contracture baker grade iii. "Capsulectomy/capsulotomy" was performed. The device has been explanted and replaced.